Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, a new ventricular lead was connected to the ventricular port; however, impedance readings were out of range. The connection was retried, but the issue persisted. As a result, the pacemaker was not used and replaced. The patient remained in stable condition.